Event description:
The manufacturer received a report from a patient representative that the patient had undergone a transcatheter mitral tendyne valve replacement on (B)(6) 2022 with no complications. After approximately 10 days post-surgery, the patient began to have trouble breathing, requiring two separate visits to the hospital. The patient was subsequently discharged, however, on (B)(6) 2022, he passed away at his home. The reporter states that the patient used philips-branded CPAP equipment (dreamweaver niv interface) for approximately 6 years. On (B)(6) 2022, the reporter received a field safety notice (fsn) related to non-invasive interface magnet use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving a report from a patient representative, stating that the patient had been using a CPAP device for approximately six years, which he obtained through a local dealer. In (B)(6) 2022, the patient underwent a transcatheter mitral tendyne valve replacement surgery. The representative reported that the surgery went well; however, ten days later, the patient began to experience breathing issues. As a result, he was hospitalized twice due to these breathing problems, and he passed away at home. Reportable since device issue/event has or may have caused or contributed to a death. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.